Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was returned broken in two pieces. The first piece measured approximately 307.1 cm from the top of the connector to the break. The second piece measured approximately 9.6 cm from the break and includes the entire distal tip. Exposed glass portion of the distal tip measured approximately 3.5 mm and appeared slightly used. Examination under magnification confirms that the tip was slightly used. The condition of the returned device confirms that the fiber was broken and the misfire was likely a result of the break occurring during used. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a flexiva 200 laser fiber was used in a procedure performed on (B)(6) 2019. Reportedly, the laser setting used was 0.2 kilojoules. According to the complainant, during the procedure, the laser fiber broke inside the patient. Reportedly, the broken piece was retrieved. No patient complications were reported.